Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the left superficial femoral artery. The 4.0x20mm sterling balloon catheter was advanced and during the first inflation, the balloon ruptured at 8atms /5sec. The procedure was completed with different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the vessel was moderately tortuous and severely calcified. The device was removed intact.

Manufacturer narrative:
(B)(4).